Event description:
During follow-up, there was alleged premature battery depletion against the device. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature depletion was not confirmed. The device was received in normal range of operation. The device image showed that the device never reached eri level during the whole implant period and it also indicated that autocapture feature was enabled and operated in high output mode at times. When automatic settings were programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies. The longevity assessment was also performed and the device was at normal range of operation with appropriate remaining longevity.